Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll rep contacted zoll to report that a (B)(6) female pt had been treated. Review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of five shocks while in the hosp. Multiple counting contributed to the false detection. The pt was reportedly conscious at the time of the event and has mental disorders that cause erratic behavior. The response buttons were not pressed during the event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) (reuse), electrode belt sn (B)(4) - 04/2014 (initial use). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf